Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, h6 and h10. 4307 - intuitive surgical, inc. (Isi) received the hrsv involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. Failure analysis found the image to be too dark. The main board was defective.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) have received the hrsv for failure analysis. Device evaluation is anticipated but not yet begun. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there was no vision in the left eye of the surgeon side console (ssc). However, the image was visible in the vision side cart (vsc) touchscreen. The procedure was aborted with no patient involvement. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the patient was administered anesthesia and ports were placed. The procedure was aborted post anesthesia and port placement. The site has decided from a clinical perspective, that they will perform a check of the console vision before they start with the patient from here on out. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use.